Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was sticking, in addition there was a one second delay before the pump screen turned on. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.